Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c barrel cracked. The following information was provided by the initial reporter translated from french to english: 71-year-old patient treated for aml. When azacitidine was injected, the body of the syringe cracked. The barrel of the syringe cracked.

Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo partially shows a fully assembled loose syringe connected to a container, with a slight crack visible on the barrel between 0.5 ml and 1.5 ml in the non-scale marking area. The observed condition is non-conforming according to product specifications. The potential root cause for the cracked barrel defect is associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up report for correction. Annex b codes were incorrect in the initial MDR. Annex b code should be b15 - analysis of information provided by user/third party, and not b17 - device not returned. Annex c grid was incorrect in the initial MDR, additional c code, c1601 - assembly problem identified, has been added. Annex d grid was incorrect in the initial MDR, additional d code, d03 - cause traced to manufacturing, has been added.

Event description:
No additional information was provided.